Event description:
Customer claims that when phlebotomist completed venipuncture procedure, phlebotomist withdrew needle from the pt and attempted to activate safety shield with right thumb. During activation phlebotomist claims that shield broke off on one side, thumb slid forward and needle stuck the right thumb. First aid applied, tested for tetanus, hep b & c and hiv tests.